Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer reset the pump but the error recurred. Customer reverted to an alternate method of insulin therapy.